Event description:
Rn noticed a rusty-colored smudge on the cap of the needle for an IV catheter, while the packaging was still sealed. Packaged product was sequestered and removed from care. After further investigation, contaminant was found to be superficial on the cap of the needle.